Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in hospice and was not feeling well approximately three weeks post implant of the leadless implantable pulse generator (ipg). Possible undersensing and markers missing on current electrograms (egm) were noted. The device was reprogrammed and remains in use however patient still feels unwell. No further patient complications have been reported as a result of this event.